Manufacturer narrative:
The electrode lot number is w9935. The expiration date was not provided. The calibration trace showed data flags and there were qc issues. The customer replaced the reagents and flushed the system. Qc was acceptable. The field service representative replaced the sample probe and adjusted it. The ise check and precision test were acceptable. Test runs were performed, and the device was functioning properly. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas c 303 analytical unit. Patient 1: the initial result was 138 mmol/l and the repeated result was 147 mmol/l. Patient 2: the initial result was 118 mmol/l and the repeated result was 126 mmol/l. Patient 3: the initial result was 110 mmol/l and the repeated result was 120 mmol/l. The samples were repeated as the results did not match the clinical status of the patients.